Event description:
A review of the maude database identified the following event. "Patient experienced desaturations to the 60s. Attempted to complete closed, inline suction three times with no secretions noted in the tubing. Patient proceeded to desaturate significantly to the 30s. The suction tube connected to the wall was noted to have adequate suction to 100mmhg and the decision was made to remove the inline closed suction due to malfunction. Ppv was initiated and a large plug was seen in the ett. Open suction with an 8 fr suction catheter was completed and a large plug was removed. Patient is doing well after the incident without any additional injury. Device was in use for less than 24 hours when event occurred."

Manufacturer narrative:
There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record for the reported lot number is in-progress. Upon completion of the investigation; a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury. Device not returned by customer.